Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating the pain is from their spinal stenosis, and the shocks are from the spinal stimulator. Pt adds that they have been trying to adjust the stimulation levels, but the issue has not resolved.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt reported that they were getting shocks in their left leg, but the majority of their pain was on their back. Agent asked for the event date and pt said they have been in pain way before they got the stimulator. Pt mentioned that their doctor and rep set up their settings where they could adjust the stimulation depending on their position. Pt asked if it is possible to move their settings on group a over to where it is right now. Pt mentioned their rep set the intensity at 3.0. Agent advised pt they could try to increase the stimulation until it manages their pain. Agent redirected pt to the hcp and representative to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.